Event description:
It was reported that a user experienced continuous glucose monitor signal loss when a freestyle libre 3 plus sensor became unpaired from the ilet for approximately one hour, during which the user was advised to wait briefly for reconnection and to enter blood glucose values manually; the user elected to apply a new sensor and seek a replacement from the cgm manufacturer. Symptoms included no reported injury. Outcomes included temporary loss of automated glucose data transmission with manual entry used to continue insulin therapy. Investigation included technical review and user education on reconnection and manual entry procedures. Investigation of this case revealed no confirmed device malfunction of the ilet and that the event was consistent with intermittent cgm communication loss. It was concluded that the ilet operated as designed with manual entry functionality available, and the event was attributable to cgm signal loss without medical harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.